Manufacturer narrative:
The battery ((B)(4)) was returned for analysis. Various analyses were conducted in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; but there is no evidence to suggest that a device malfunction caused or contributed to the reported event. No log files available at the time of this report; the reported event could not be confirmed. Based on the reported information and analysis, finding no discrepancy with testing, no root cause conclusion can be made. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the patient describes that power sources are changing from one battery to the other earlier than expected when this battery is connected to the controller. The patient didn't have any critical alarms or pump stops. The battery was replaced and the issue resolved. There was no effect on the patient and it was reported that the patient is doing fine. It was indicated that the battery will be returned to the manufacturer for analysis; however, it has not been received.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.